Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a part of the handle has been broken during the surgery and the part remained in the patient. The patient was re-operated on a second time to remove the remaining piece.